Event description:
It was reported that during a sleeve gastrectomy procedure, the reloads did not cut, did not form staple line. They did not cross another staple line; it was on the first firing on each case. First the surgeon tried with a green reload, after they used a blue reload. Another reload was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Damaged cartridge, damaged wedge sleds. Additional information was requested and the following was obtained: what device were they using when firing the cartridges? Ats. Did the device not fire at all? No. Did the device fire any staples? Yes. Were the staples in the proper b form shape? No. On what tissue type was the device used? At what location on the tissue? Gastric tissue, fundus. Was buttressing material utilized? If so, which product? No. Were any unexpected noises heard? If so, when? No. Were any of the forces higher or lower than expected (closing, firing, or opening)? Yes, firing. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Yes, without intervention. Was there any difficulty removing the device from the tissue? Yes. If the device was difficult to open was there any tissue damage once they removed the device? If there was tissue damage how was the tissue repaired? The tissue was damage and was repaired whit suture (pds). Is there any other additional information you would like to share about this device or procedure? No. The analysis results found that the first cartridge was returned with cartridge deck and wedge damaged. The damage found on the cartridge deck is consistent with damage caused when the device is clamped over a hard object. When this happens the cartridge gets indented therefore there is not enough space for the sled pushing the driver to continue its run. If resistance is felt, stop and replace the cartridge. Please reference instructions for use for additional instructions. The reported cutting and firing issues could not be confirmed as no device was returned for analysis. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch record was reviewed and no anomalies were noted during the manufacturing process. The analysis results found that the second cartridge was received in good visual condition and fully fired. Due to the returned condition of the cartridge reload no functional testing could be performed. In order to evaluate the condition of the internal components the cartridge was disassembled and no anomalies were noticed. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. The batch record was reviewed and no anomalies were noted during the manufacturing process. Batch # j5hr8y mfg date 08/21/2012; exp date 07/21/2017.